Event description:
It was reported that during an unknown laparoscopic procedure, the buttons were intermittently working. Another device was used to complete the procedure. There was no adverse consequence to the patient.

Manufacturer narrative:
D4; h4, 6: information anticipated, but unavailable at this time.